Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported intermittent and image issue b30 error with the product evis exera iii xenon light source the issue occurred during a diagnostic colonoscopy procedure. The procedure presented a delay of 10 to 15 minutes. There were no reports of patient harm. The procedure was competed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon (1): it is estimated that it was caused by b30 error and noise; phenomenon (2): poor connection due to corrosion of socket pin. It was recommended to be replaced. B30 error is a scope communication error. (Cv-190 chapter 9 troubleshooting, 9.2 troubleshooting guide). The instruction manual (clv-190 chapter 7 care, storage, and disposal 7.1 care) contains related verbiage which could have prevented the phenomenon: ¿ do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source. Olympus will continue to monitor field performance for this device.